Event description:
Family member reported that the customer had passed away. The family member stated that the paramedics arrived at their home and found the customer deceased. Further investigation was done, but was unable to contact customer's doctor due to incorrect phone number. The family member was not able to give additional details at the time of the call and did not return the call for follow up.